Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the lcd display was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display showed lines and was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.